Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). After dilating the lesion with a small size non-bsc balloon catheter, a 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for predilation. However, during inflation, it was noted that the pressure level did not increase. The device was removed from the patient and it was noticed that the balloon ruptured. The procedure was completed by dilating the lesion using a 12mm x 3.00 non bsc balloon catheter followed by implantation of a promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).